Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and incontinence ("incontinence"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and incontinence outcome was unknown. The reporter considered incontinence, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and incontinence ("incontinence"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and incontinence outcome was unknown. The reporter considered incontinence, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: case was upgraded to serious incident. Event injury nos was replaced with new event pelvic pain female. New events migraines, incontinence was added. Date of birth, removal date was added. Plaintiff address was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.